Event description:
It was reported via user facility medwatch (B)(4) that premature deployment of stent occurred. The target lesion was located in the right carotid artery. A 190cm filterwire embolic protection system was placed. Then a 8x29, 5f, 135cm carotid wallstent® was advanced but was unable to track over the guide wire. It was then noted that the stent was prematurely deployed before reaching the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent had been deployed. No issues were noted with the profile of the stent. Dried blood was visible along the shaft. Examination of the outer sheath found that it had broken at 170mm proximal to its distal end, which is at the monorail exit. This damage is consistent with excessive force being applied to the device. During analysis a filterwire was inserted through the device and a resistance was noted distal to the monorail exit due to the presence of dried blood however it was possible for the filterwire to exit the monorail exit.. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via user facility medwatch (B)(4) that premature deployment of stent occurred. The target lesion was located in the right carotid artery. A 190cm filterwire embolic protection system was placed. Then a 8x29, 5f, 135cm carotid wallstent® was advanced but was unable to track over the guide wire. It was then noted that the stent was prematurely deployed before reaching the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.